Event description:
Customer reported that she put a pod on before going to bed. Twelve hrs later, she noticed that her bg was high. She removed the pod and noticed that the cannula had not activated/inserted. She said she didn't realize the cannula didn't insert because she doesn't always feel the insertion. She said she sometimes gets distracted when she is waiting for the insertion to take place. She discarded the pod. The device is not being returned to the MFR for eval.

Manufacturer narrative:
The device involved in the reported incident was disposed of by the user and is not available for eval. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.